Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that that leakage from the device led to insufficient reprocessing. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for an enterococcus contamination and notches or alteration in the working channel are ruled out. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing on (B)(6) 2022, the evis exera ii colonovideoscope tested positive for staphylococcus epidermis and staphylococcus haemolyticus. On (B)(6) it tested positive for aeromonas salmonicida. On (B)(6), it tested positive for serratia liquefaciens. On (B)(6), it tested positive for staphylococcus xylosus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The hygiene microbiological investigation report indicated the channels of the scope were cultured and less than 1 cfu of microbes were found. All channels and the distal end were sampled. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found leakage from the biopsy channel, the distal end insulation was below the threshold, the light guide rod lens was cracked, and the contact pins were corroded. This supplemental report is being submitted to provide additional information based on the information supplied by the repair center. Please refer to the following sections for the new information: event description and manufacturer narrative.